Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablatio procedure with a vizigo sheath and the hemostatic valve was leaking water. It was said that the valve was leaking water and when suctioning out, the physician believed air was entering into the syringe. No patient complications occurred and no air entered the patient. The sheath was replaced and the procedure proceeded with a successful outcome.